Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The lesion was pre-dilated with a 2.5x20 mm trek balloon and the 3.0x33 mm xience sierra stent was deployed at 12 atmospheres. The stent was post-dilated with a 3.0x20 mm nc trek balloon at 14 atmospheres. An edge dissection was noted at the distal edge of the stent. A 3.0x15 xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.